Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2, d3, d4, d9, g1, h3, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on jan 10, 2025. With lot number 1431718. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broke device assessed as fold flaw opening. As per the investigation procedure, crease stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side rupture. Device has been explanted.

Event description:
Physician reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.